Event description:
A customer contacted stryker to report that their device would not provide audio voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not provide audio voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product analyses center (pac) and the technician could not confirm the reported issue. The device was tested with the returned battery and was able to power on and deliver a test shock with no discrepancies. A review of the cr2 operating instructions shows that the device was not being used as intended. The oi states under intended use that the patient must be unresponsive (unconscious), not breathing normally and showing no signs of circulation (for example, no pulse, no coughing, or no movement). The report from the customer stated that the patient was moving and moaning. The device log shows that the cprinsight (rosetta) was enabled, which enables the device to perform rhythm analysis without discontinuing CPR. During this analysis, the voice prompts do not alert the rescuer that analysis is being performed. No device failure. The cause of the reported issue was determined to be due to user error. The customer has been provided with a new device. The customer's device was archived by stryker.